Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient is currently inpatient possible outflow graft issues. Lactate dehydrogenase and organ function were within normal limits. Left ventricle was big with an open aortic valve and abdominal pain was present. A non-contrast CT scan showed some partial occlusion of outflow graft. There was a plan to have a cardiac computed tomography angiography to get a better image of outflow graft. During log file analysis, it was observed that powers were ranging from 4.7 w to 5.1 w. There were transient low power advisories due to the patient potentially depleting the batteries but no other unusual events seen in the log file.

Manufacturer narrative:
Section d4, h4: correction. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The account submitted log files for review. The system controller event log file contains data from (B)(6)2020 at 13:05:48 through (B)(6)2020 at 10:25:10. The log file was comprised of routine power cable disconnects and pi events. The pi events observed throughout the log file, resulted in momentary decreases in speed per design. The pump appeared to function as intended. The account communicated that the patient was inpatient for possible outflow graft issues. The patient¿s ldh and organ function were within normal limits, however, the patient¿s left ventricle lv) was big with an open aortic valve and abdominal pain was present. A non-contrast CT scan was performed and revealed some partial occlusion of outflow graft. According to the account, they are working to have a cardiac computed tomography angiography (cta) to get a better image of outflow graft. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). Multiple attempts for additional information were sent to the customer and no further detail was provided. The hm3 lvas IFU contains information on preparing the sealed outflow graft and explains how to attach the sealed outflow graft to the aorta. The attaching the sealed outflow graft to the pump subsection instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The de-airing the pump subsection explains that when the pump is in place and the sealed outflow graft anastomoses is completed, residual air must be completely evacuated from the device blood chamber prior to initiating device activation. When de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring until it engages into place. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a4: patient weight was requested but not provided updated manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The account submitted log files for review. The system controller event log file contains data from (B)(6) 2020 at 13:05:48 through (B)(6) 2020 at 10:25:10. The log file was comprised of routine power cable disconnects and pi events. The pi events observed throughout the log file resulted in momentary decreases in speed per design. The pump appeared to function as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). Multiple attempts for additional information were sent to the customer and no further detail was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2017. The heartmate 3 lvas instructions for use (IFU) is currently available. The surgical procedures section of the hm3 IFU contains information on preparing the sealed outflow graft and explains how to attach the sealed outflow graft to the aorta. The attaching the sealed outflow graft to the pump subsection instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The de-airing the pump subsection explains that when the pump is in place and the sealed outflow graft anastomoses is completed, residual air must be completely evacuated from the device blood chamber prior to initiating device activation. When de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring until it engages into place. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. No further information was provided. The manufacturer is closing the file on this event.